Event description:
It was reported that a female patient underwent a breast surgery with implantation of an unspecified mentor breast implant prosthesis. Post-operatively, the patient stated she was experiencing pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Follow-ups are being conducted. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 4, 2022, mentor received additional information that included a date of implantation and explantation, as well as a contact email initial reporter. Refer to manufacturing report number 1645337-2022-04315 for the contralateral event. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain. Date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).